Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Procedure video received: the video shows tissue manipulation, a device with a white reload loaded is showed. Several properly formed staples can be seen in the tissue. Oozing is noted. At the 00:11 mark the device is placed and closed over tissue. At the 00:16 mark the device is removed from the tissue and no malformed staples are noted. At the 00:40 mark two unformed staples can be seen in the tissue. At the 00:50 mark a device with a black reload loaded is introduced. At the 00:55 the device is placed over tissue, it should be noted that the device is placed over staples. At the 2:01 mark excessive of bleeding is noted. Based on the video reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: what were the indications for surgery? The powered vascular stapler is indicated for ligation of vessels in thoracic surgery. Were any staple form issues identified? No, staple line was well formed then came apart. Is it routine for surgeon to ensure the entire width of compressed vessel is proximal to cut line and no extraneous tissue is distal to cut line? Yes, this is routine. During review of provided video, it does not indicate this practice. Is it routine for surgeon to wait 15 seconds prior to firing? Yes it is routine. During review of provided video, it does not indicate this practice. Does the surgeon believe the source of the bleeding was from staple line where the pvs was used or another stapler? From pvs. Was the bleeding from the main pa or a branch? Branch what is the current patient status? Patient has recovered well.

Event description:
It was reported that when completing a vats lobectomy the doctor used pve35a on the pulmonary artery. Later on the staple line ¿burst open¿, meaning the patient went into arrest and required 8 units of blood. The patient is recovering well.

Manufacturer narrative:
Product complaint (B)(4). Corrected data-procedure video review: one video was provided; the video shows tissue manipulation, a device with a white reload loaded is showed. Several proper formed staples can be seen in the tissue. Ooze is noted. At the 00:11 mark the device is placed and closed over tissue. At the 00:16 mark the device is removed from the tissue and no malformed staples are noted. At the 00:40 mark two unformed staples can be seen in the tissue. At the 00:50 mark a device with a black reload loaded is introduced. At the 00:55 the device is placed over tissue, it should be noted that the device is placed over staples. At the 2:01 mark excess of bleeding is noted. During the video the tip of the device is not visible and there is extraneous tissue distal to the cut line between the jaws. There can be no tissue between the jaws distal to the cut line in order to get proper closed staple height. Also, it should be noted that the surgeon waits only 2 seconds after closing and before firing. Waiting a full 15 seconds is extremely important with pvs as there is no e-beam. Based on the video reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.